Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 9/1/2021. H.6. Investigation: one used extension set, model 10014914, was received by the customer for investigation. The set was inspected and no defects were visually observed. The sample was primed with a blue dye solution and a leak between the membrane and sensor disc could clearly be seen. The customer's complaint that leaking is occurring at the disc site was verified. The actual lot number is unknown, however, a DHR was run with the potential lot numbers: a device history record review for model 10014914 lot number 21035629 was performed. There was a quality notifications issued for a failed leak test ((B)(4)) during the production build of this set. A device history record review for model 10014914 lot number 21055594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 10014914 lot number 21055594 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause to address the sensor disc p/n 620-00006 leaking failure mode for model 10014914 is being determined through CAPA#2609371 to examine the leakage issue for this product line and prevent future occurrences of this type. The actual lot number is unknown, however, a chc was run with the potential lot numbers: a complaint history check was performed and there were no previous related complaints reported with the defect/condition of leakage with lots #21035629, 21055594 and 21035630 regarding item #10014914.

Event description:
It was reported that the as syr psd microbore experienced leakage. The following information was provided by the initial reporter: we have had tubing leak over the past few days. It is the bd syringe administration set microbore tubing pressure sensing disc item #: 10014914, and the leaking is occurring at the disc site. In each occurrence the tubing was connected to a patient and those patients have central lines.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as syr psd microbore experienced leakage. The following information was provided by the initial reporter: we have had tubing leak over the past few days. It is the bd syringe administration set microbore tubing pressure sensing disc item #: 10014914, and the leaking is occurring at the disc site. In each occurrence the tubing was connected to a patient and those patients have central lines.